Manufacturer narrative:
Age at time of event: 18 years and older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 1.5mm x 20mm x 143cm coyote¿ es balloon catheter was advanced for dilatation. However, upon inflation at 8 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with a non-bsc device. No patient complications nor injuries were noted.